Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the attachment was received in non-working condition. Although an actual temperature reading was not captured a root cause as to why this situation would have occurred could be determined. Significant, abrasive gear wear most likely created friction within the head which resulted in temperature increase. All components looked dry and corroded with no evidence of lubrication.

Event description:
In this event a doctor reported that a estylus attachment overheated. There was no injury or intervention.